Event description:
It was reported that during laser lithotripsy preparation to treat kidney stone, it was found that there was peeling and light leakage at the joint of the fiber tip. The procedure was completed with another of same device. There was no patient complication.